Event description:
It was reported that this patient had both the right ventricular (rv) and right atrial (ra) leads explanted and replaced due to oversensing, pacing inhibition, failure to capture, impedance issue, damage and noise. No additional adverse patient effects were reported. The leads were returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed that the lead was returned in two segments, severed approximately 58 and 75 millimeters (mm) from the terminal end. The remainder of the lead, including the tip, was not returned. Testing was completed to assess lead electrical performance on the segments of lead returned. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities other than surgery-related damage, which is not considered abnormal.

Event description:
It was reported that this patient had both the right ventricular (rv) and right atrial (ra) leads explanted and replaced due to oversensing, pacing inhibition, failure to capture, impedance issue, damage and noise. No additional adverse patient effects were reported. The leads are expected to be returned for analysis.